Event description:
Same case as MFR report #: 2134265-2012-02991. It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). The 20mm x 3.50mm maverick 2 balloon catheter was advanced to the lesion. During the first inflation, the maverick 2 balloon ruptured at 14atms. The device was removed intact. The 3.5mm x 15mm nc quantum apex balloon was then selected and advanced to the lesion. During the first inflation, the nc quantum apex balloon ruptured at 18atms. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Event description:
Same case as MFR report #: 2134265-2012-02991, it was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). The 20mm x 3.50mm maverick 2 balloon catheter was advanced to the lesion. During the first inflation, the maverick 2 balloon ruptured at 14atms. The device was removed intact. The 3.5mm x 15mm nc quantum apex balloon was then selected and advanced to the lesion. During the first inflation, the nc quantum apex balloon ruptured at 18atms. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR:a visual examination of the balloon identified a longitudinal tear. The tear stretched from the proximal markerband and extended distally along the balloon for a total length of 6mm. A detailed microscopic examination of the balloon material and of the markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as the device was inflated above the rated burst pressure noted on the dfu / product label. (B)(4).